Manufacturer narrative:
(B)(4). A good faith effort for follow-up was completed. The 7425 itrel iii remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 7425 itrel iii. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There are no anomalies found with the 7425 itrel iii because further information received indicated that the patient stimulator has been in use almost 14 years, and displayed the normal end of life code. The patient plans to replace his stimulator but nothing is scheduled yet. Pli20 reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The 37713 restore advanced rechargeable remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 37713 restore advanced rechargeable. The event was reviewed for existing investigations and it met the inclusion criteria for cm1418 - overdischarged batteries c/pas 1306 because it was reported that the last successful recharging session was over 12 months ago. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend overdischarge because ins overdischarge was suspected and patient compliance was the primary reason for overdischarge. Reviewed for escalation to ncet and escalation was not required. Event was associated to a formal investigation. Event is included in monitoring for known inherent risks as disclosed in product labeling. Concomitant medical products: product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3987, serial# (B)(4), implanted: (B)(6) 1995, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v012935, implanted: (B)(6) 2007, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that patient compliance was the primary reason for overdischarge. It was further noted that the last time the patient felt any stimulation was over 12 months ago. It was noted the last successful recharging session was over 12 months ago. The reporter stated the last recharge was a few years ago. The reporter further stated they had not been using their therapy, but would like to start because they were having leg trouble. It was noted the patient had not seen a healthcare professional for their stimulation therapy in a long time. Additional information received reported the patient¿s ins was at end of life (eol). It was noted the impedance measurements ranged between 837-1537 ohms. It was further noted that c-2 had questions marks. The reporter stated that stimulation shut off and the patient had not used stimulation for a long time. Additional information received reported the patient¿s ins had been in use for almost 14 years. It was noted that the normal end of life code was displayed. The reporter stated the patient plans to replace the ins, but nothing had been scheduled yet. Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their hcp. It was noted the patient had an appointment on (B)(6) 2014. Additional information received reported that the device had not been properly maintained by the patient. It was reported that there had been no abnormal impedances. It was reported that a replacement surgery for the generator was scheduled for (B)(6) 2014. It was noted that the patient did not require hospitalization and had no injury.